Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown l at the time of the incident. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did not persist after the set change. The reservoir will not be returned for analysis.